Manufacturer narrative:
The suspect system controller was exchanged as per the instructions in the information for use (IFU) and the pt remains ongoing on lvad support with no further issues. The suspect system controller was returned to the manufacturer for analysis and the reported event was confirmed. The returned system controller was in a used condition and the bulkhead assembly was noted to have some foreign residue, which initially made the bulkhead more difficult to manipulate. The strain relief on the housing of the black power lead was broken off at the spiral connector and there was a tear in the cable that exposed some of the wires, as we reported. The system controller was connected to a mock circulatory loop in our lab and although attempts to download the history log file data were unsuccessful, the system controller operated the system. The log file being unable to be retrieve should not affect the controller's ability to operate a pump. During our testing, movement of the system controller's black power lead at the area of the tear resulted in a red heart alarm and interruption of pump function (pump stoppage events). There was no interruption in pump function when the system was operated solely on the white power lead or when operated on both power leads as long as the black power lead remained stationary. Further evaluation of the black power lead revealed three broken inner wires in the area of the tear. One of the three broken wires identified represents a positive power line in the black power lead. A compromised positive power wire has the potential to affect the battery run time and as well as interrupt pump function as was induced during the functional testing of the returned system controller . In addition, a system controller operating at critically low voltages can cause a log file to become corrupt. According to the manufacturer's records, this system controller was manufactured in may 2010 and has been in clinical use since (B)(6) 2010. It is likely that the damage observed to the black power lead is related to wear and tear. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was having green light surges and experiencing red heart alarms when moving the system controller power leads. It was also reported that the pt's batteries were not draining equally. The pt was instructed to exchange the suspect system controller and no alarms were reportedly seen on the backup system controller. When the pt was seen at the hospital's clinic, the historical log file data could not be retrieved from the suspect system controller. The system controller had reportedly been in clinical use with the pt for 2 years. There were some tears observed in the cable wires, the black spiral connector was completely separated and there was a tear in that area.